Event description:
Customer reported to baxter (B)(4) of a vented paclitaxel set in which the operator observed particulate matter inside the drip chamber. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. The defective sample was returned at the plant for evaluation. The unit was visually checked and the sample's analysis showed small brown traces of burned plastic fixed and melted inside the pvc (polyvinyl chloride) drip chamber composition, outside fluid path. No other test was performed. The assignable root cause of the reported condition is due to defective part, drip chamber, received from the supplier. A notification has been sent to the supplier to ensure awareness. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.